Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. A replacement pump was sent.